Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 217 mg/dl at the time of call. The customer's mother stated that the blood glucose reached 600 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother stated that the drive support cap appeared normal. The customer's mother performed troubleshooting and did not find air bubbles, leaks and setting issues. The customer's mother stated that the site was irritated. The customer's mother stated that the cannula was bent. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.